Event description:
It was reported by the customer that they were experiencing high blood glucose levels of 346 mg/dl. Advised customer to disconnect from device. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be protruding. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles present. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Device passed priming, high pressure test and insulin exited tubing. Customer verified device was not leaking and did not alarm. Advised customer device was functioning properly and to monitor. Nothing further reported.

Manufacturer narrative:
The information provided in the initial report under event description regarding the protruded drive support cap was incorrect. The correct information has been provided with this report.

Event description:
It was reported by the customer that the drive support cap appeared normal.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.